Event description:
The aci clinical specialist reported that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that after the physician shuttled down and withdrew the sheath from the tissue tract the advancer tube was not present. The physician removed the device and converted the patient to manual compression for 20 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.